Event description:
It was reported that during the implant procedure, the physician "really had to fight" with the incision tool, but was eventually able to pierce the skin, and the device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).